Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent secondary medication set experienced a no flow event. The event was further described as: the nurse could not get the secondary medication to infuse and the primary fluid kept infusing instead. There was no report of patient injury or medical intervention associated with this event. No additional information is available.